Event description:
As reported, during surgery on (B)(6) 2024, one of the t-15 driver¿s tip broke off in the screw. It is believed this was caused due to the surgeon trying to remove a locking screw with power and it slipped and snapped off. The tip was then embedded in the screw but it came off and another t-15 driver was used and the case was continued. There were no other issues during the case. This event is not associated with a revision of exactech implants. All fragments, parts and pieces were removed from the patient wound site. Sales rep was unable to obtain photos/x-rays. The device is not available for evaluation due to it was thrown out after the case.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1, b2, b5, d1, d2a, d2b, d4, d6b, g1, h5, h6 - health effect - clinical code, health effect - impact code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusions. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial taa of an unknown side on an unknown date. Subsequently, it was reported that the patient underwent a revision of the talar component and polyethylene liner for an unknown reason. No further patient impact reported. No further information available.